Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted in the patient's aortic position. The patient was hospitalized once due to heart failure six months before. The patient fainted and was hospitalized again due to heart failure, and the valve function was confirmed to have deteriorated. A re-do aortic valve replacement was performed due to difficulty in stabilizing the patient's condition with medication. On (B)(6) 2019, the trifecta gt valve was explanted and replaced with an inspiris resilia aortic valve(manufacturer: edwards lifesciences, model#, size unknown). It was observed that there was a tear along the non coronary cusp stent post.

Manufacturer narrative:
The reported tears was confirmed. Leaflet 1 was torn. There was fibrous pannus ingrowth on the inflow surface of leaflets 1 and 2. No acute inflammation, significant calcifications, or stent deformation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined, however, the pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.